Event description:
A report was received that the patient had pain and irritation at the pocket site. The patient underwent revision wherein the pocket site was relocated. The patient was doing well following the procedure.